Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with bradycardia, the right ventricular lead was dislodged. During the procedure, the physician opened the pocket and noted the suture sleeve moved freely despite having two sutures, the setscrew could not be engaged to remove the setscrew, the physician decided to remove the system a new lead and device was implanted successfully. The patient was doing well and would continue to be followed with routine follow up.